Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was sometime in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) unit of the homechoice cassette was found cracked. This issue occurred during patient setup. There was no patient injury or medical intervention associated with this event. No additional information is available.